Manufacturer narrative:
Correction to g.3 aware date on supplemental medwatch #1. The aware date should have been listed as 16/jul/2024. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken and opening assessed as surgical damage. No other observations observed, no further actions are required. Additional, corrected and/or changed data: g.3 previous emdr #1, h.3, h.6

Event description:
Explanting physician reported right side device rupture discovered during a planned replacement surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Correction to g3 aware date of supplemental medwatch #1. Aware date should have been listed as 16/jul/2024.

Event description:
Healthcare professional reported right side device rupture discovered during a planned replacement surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
.Explanting physician reported right side device rupture discovered during a planned replacement surgery. The device has been explanted and replaced with another manufacturer's device.

Event description:
Explanting physician reported right side device rupture discovered during a planned replacement surgery. The device has been explanted and replaced with another manufacturer's device.